Event description:
Spontaneous report, from us. Local reference#: (B)(4). Quality complaint was opened: reference#: (B)(4). This initial serious case report was received on 24-jan-2023 from dentist by dealer and forwarded to septodont on 26-jan-2023 by email. Additional info #1 was received on 26-jan-2023 from receptionist by phone. All the information was processed together. This case described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant in her late 20s and with unspecified medical history. It was reported that on (B)(6) 2023, an unknown procedure was performed using darby 30ga x-short needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. First aid was administered, and it was reported that the dental assistant went for blood work. The results came back negative. The dental assistant was reported to be fine and no other problems were observed. It was reported that the caps were not secure and thick enough. Information on the batch#: f11033aa, expiry date: 31-dec-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Additional info #1: received additional information regarding patient characteristics, corrective action, blood test, outcome, etc. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant. She tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. She went through blood test and was negative. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded. Based on the preliminary analysis and pending quality investigation and/or additional information, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 24-jan-2023 from dentist by dealer and forwarded to septodont on 26-jan-2023 by email. Additional info #1 was received on 26-jan-2023 from receptionist by phone. Follow-up #2 was received on 14-apr-2023. All the information was processed together. This case described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant in her late 20s and with unspecified medical history. It was reported that on 16-jan-2023, an unknown procedure was performed using darby 30ga x-short needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. First aid was administered, and it was reported that the dental assistant went for blood work. The results came back negative. The dental assistant was reported to be fine and no other problems were observed. It was reported that the caps were not secure and thick enough. Information on the batch: #f11033aa, expiry date: 31-dec-2026. #f11063aa, expiry date: 31-dec-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Additional info #1: received additional information regarding patient characteristics, corrective action, blood test, outcome, etc. Fup 2: received additional batch information. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant. She tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. She went through blood test and was negative. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded. Based on the preliminary analysis and pending quality investigation and/or additional information, no CAPA is required.

Manufacturer narrative:
Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no quality defect detected on the tested samples. IFU recommendation not respected for recapping process. Reasonnable foreseeable misuse is to consider. No CAPA implemented.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 24-jan-2023 from dentist by dealer and forwarded to septodont on 26-jan-2023 by email. Additional info #1 was received on 26-jan-2023 from receptionist by phone. Follow-up #2 was received on 14-apr-2023. Follow-up #3 was received on 22-may-2023 from quality department by email. All the information was processed together. This case described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant in her late 20s and with unspecified medical history. It was reported that on (B)(6) 2023, an unknown procedure was performed using darby 30ga x-short needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. First aid was administered, and it was reported that the dental assistant went for blood work. The results came back negative. The dental assistant was reported to be fine and no other problems were observed. It was reported that the caps were not secure and thick enough. Information on the batch: #f11033aa, expiry date: 31-dec-2026. #f11063aa, expiry date: 31-dec-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Additional info #1: received additional information regarding patient characteristics, corrective action, blood test, outcome, etc. Fup 2: received additional batch information. Fup 3: received qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 30ga x-short needle in a female dental assistant. She tried recapping the needle by hand. The needle perforated the cap and she got stuck by the contaminated needle. She went through blood test and was negative. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded. Based on the preliminary analysis and pending quality investigation and/or additional information, no CAPA is required. Manufacturer's final comments: no quality defect detected on the tested samples. Exact root cause not identified but IFU recommendation not respected for recapping process and possible high pressure could be applied on the needle which could be bended. Reasonable foreseeable misuse is to consider. No CAPA implemented.